Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during patient use, the ventilator shut down, the patient was removed from the ventilator and placed on a second ventilator. There was no harm to the patient as a result of the event. The service engineer evaluated the ventilator and verified the customer reported condition. To resolve the condition, the service engineer replaced the graphic user interface (gui) to breath delivery (bd) cable. The ventilator passed self-testing.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.